Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump gave a "no disposable, clamp tubing" message. There was air line as well. The rate was 5.0 ml, volume 108.2 ml, and 120.20 ml was given. There was no patient, or clinician injury associated with this occurrence. No further information is available.